Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display and a constant tone due to moisture damage to the electronic assembly. No error alarms could be verified due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that customer's had a loud, constant alarm that he could not clear. His blood glucose was 139mg/dl at the time of reporting. He was advised that it was a safety alarm and to take the battery out for a couple hours. He continued to be unable of clearing the alarm. The insulin pump was returned. No additional information was reported.